Event description:
Event: the iab did not inflate fully. (Multiple event to customer complaint 98-00054) on 2/20/1998, the following was reported to datascope: the distal end of the balloon would only inflate intermittently. There was no pt injury or complication as a result of the event on 1/14/1998. The pt went onto expire on 1/17/1998 at 10:15 pm. [Event complications]: none from the event - reported 1/15/1998 and 2/20/1998. [Pt's current status]: expired on 1/17/1998.